Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her implantable neurostimulator (ins) was working wonderfully but starting about 2 weeks ago, it was helping her legs but not her back. She had been in a lot of pain and had been taking medication. She was requesting help with her patient programmer (pp) to try to get coverage for her back. There had been a loss of therapy. It was also noted that she was going to her pain management healthcare provider (hcp) the day of this report. The patient didn't fall, but she had slid in the mud and jerked her back. This was when this all started. The pp was used and confirmed to be on group c at 1.4 volts. She was aided in switching to group a and this was helping her back; it was much better. She wanted to get more than 3 programming options. The patient was redirected to her hcp for programming and to report the incident. The issue was resolved. Relevant medical history included spinal pain. No follow-up was required.